Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue (delay in lowering gripper) in this incident could not be determined. It is possible that the cds device experienced compressive forces on the gripper lumens during preparation, resulting in the delay in the gripper lowering; however, based on the information reviewed and without the device to analyze a cause for the reported gripper actuation issue cannot be confirmed. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the gripper actuation issue. It was reported that the mitraclip procedure was to treat functional mitral regurgitation (mr) with a grade of 3. During preparation of the clip delivery system (cds), when the grippers were lowered, one of the grippers did not react; however, after unlocking the clip and relocking the clip again we were able to lower the grippers without difficulty; therefore, the device was able to be used on the patient without issue. The final mr grade was 1. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.